Event description:
No new information.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated during procedure. The procedure was completed successfully with no adverse consequences, clinically significant surgical delay & no medical intervention required.